Manufacturer narrative:
(B)(4) the pipeline flex braid was returned for evaluation without the push wire. As received, one end of the pipeline was found not opened due to damaged braid and the other end of was fully opened with damaged braid. Based on internal investigation of this event, the report of pipeline flex failure to open at distal end was confirmed. It is possible that the tortuous anatomy may have contributed to the reported issue. Per our instructions for use (IFU): ¿do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. This event is reported in the following mdrs: 2029214-2015-05220, 2029214-2015-05221, 2029214-2015-05222.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was being treated for a cavernous carotid fistula (ccf). The fistula had been coiled and the physician wanted to implant a pipeline flex to accelerate shut down of the fistula. The vessel was severely tortuous. Landing zone artery size was 4.5mm proximal and distal. A continuous heparinized saline flush was used during the procedure, as per IFU. The pipeline flex was advanced to the treatment site without friction. Delivery was attempted in a curve of the vessel (genu) and the distal section of the device would not open. No additional steps were taken to open the device. The device was pulled back through the microcatheter and removed from the patient. Other pipeline flex devices were used to complete the procedure and post-procedure angiographic result showed decreased flow into the fistula. There was no report of patient injury as a result of this event.